Manufacturer narrative:
Additional information was received on june 28, 2016. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case. (B)(4).

Event description:
It has now been reported that the patient was revised due to pain, high cocr levels, loosening, pseudo tumor and fluid collection.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 52/46 l on the right side on (B)(6) 2008. The patient was revised on (B)(6) 2015 due to unknown reasons.

Manufacturer narrative:
Additional information received. The product was returned for investigation and the investigation results were provided. Updated: DHR review: the quality records indicate that these components met all requirements to perform as intended. Complaint investigation - review of event description: patient underwent revision surgery due to pain, elevated metal ions, loosening, pseudotumor, fluid collection. - pictures, x-rays : no evaluation of the pictures, x-rays. - other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s ""instruction leaflet for endoprothesis"" visual examination: following components have been returned for investigation: durom cup and ldh head and head adapter and kinectiv modularneck. All received components show damage from revision surgery such as nicks and scratches. Additionally, following observations are done: the durom cup shows little bone ongrowth on the anchoring side. And there are signs of possible impingement. The head taper surface is inconspicuous. The modular stem neck is still assembled in the head/adapter. Conclusion no further investigation required as this issue is known and addressed(error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will reevaluate the case. Sales of the durom acetabular component were voluntarily and temporarily suspended in the u.s. Until implementation of the corrective action in 2008 (update of surgical technique brochure and instructions for use, and a new u.s. Surgeon training program). After implementation of the corrective action, sales were resumed to those surgeons who completed the mandatory u.s. Surgeon training program. Due to low sales, zimmer (B)(4) stopped selling the durom acetabular component in the u.s. At the end of 2010. A CAPA effectiveness check was completed in (B)(6) 2010 confirming that the corrective action resulted in a decrease in total complaints. Zimmer (B)(4) consider this case as closed again. Zimmer¿s reference number of this file is (B)(4).